Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set leaked. The following information was provided by the initial reporter: "we are finding that most (80%) of our IV tubing , alaris pump infusion set ref# 2426-0500 is leaking when connected to an extension for IV therapy."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of the tubing leaking could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0500 because a valid lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation. H3 other text : see h.10

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set leaked. The following information was provided by the initial reporter: "we are finding that most (80%) of our IV tubing , alaris pump infusion set ref# 2426-0500 is leaking when connected to an extension for IV therapy."